Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. A (B)(4) transmission was reviewed by the physician and an episode of ventricular fibrillation treated with ineffective shocks due to rv lead dislodgement was observed. Loss of capture was also noted. Based on the review of a merlin.net transmission provided to st. Jude medical, decreased sensing and oversensing possibly due to double counting of the r-wave were also observed. The oversensing eventually resulted in vf detection with ineffective shock delivery. It was suspected that these findings may potentially be related to lead dislodgement. The physician did not believe the patient had experienced adverse health consequences due to the performance of the product.